Event description:
It was reported that during routine generator exchange that visual examination revealed insulation damage on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.